Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with fortum (1g; route, duration, and frequency not reported) and heparin (1000 units; route, duration, and frequency not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.